Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported issue could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that that there was particulate matter in an unspecified location within a uromatic ii ultra set. This was identified during 100% visual inspection by the reporting facility and before patient use. There was no patient involvement. No additional information is available.